Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 404 mg/dl at time of incident and current blood glucose level was 188 mg/dl. Customer was able to perform high pressure test at this time and assisted with performing the high pressure test and the pump alarm insulin flow block. The customer was treated with insulin and syringes. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.